Event description:
It was reported in the service report that head end lift was stuck in the high position. No pts were involved and there were no adverse consequences reported.

Manufacturer narrative:
Head end lift assembly screw drive.